Event description:
The customer called spacelabs healthcare to report the xhibit central station (xcs) unexpectedly shutdown. No patient or user harm was reported. The spacelabs healthcare field service engineer (fse) found the xcs was hot to the touch. The fse cleaned the cpu, configured the displays, and performed calibration of the touch screens. After observing proper device operation through functional and performance testing, the unit was returned to service.